Event description:
When preparing to glove surgeon, scrubber opened the package of gloves and a screw was noted inside the package with the gloves. The package of gloves was handed off the sterile field. Case proceeded normally. Manufacturer response for surgical gloves, protexis pi 8.5 (per site reporter): cardinal health product quality report []. Contacted customer service rep to report event and offer product for return for manufacturer investigation. Will await instructions unable to report po # due to purchase thru prime distributor.